Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Additional information received on 3500a report indicates the patient had a central venous perforation leading to intraoperative bleeding which required a medial sternotomy and cardiopulmonary bypass. It was reported that during a laser lead extraction, the patient developed cardiac tamponade and died in the catheterization lab. It was further reported that there was a possible high voltage coil fracture and impedance greater than 200 ohms. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
It was reported that during a laser lead extraction, the patient developed cardiac tamponade and died in the catheterization lab. It was further reported that there was a possible high voltage coil fracture and impedance greater than 200 ohms. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.